Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, observed no significant wear, tear, or contamination. The manufacturer inspected the device internally, observed dust contamination on/in the blower. Contamination consistent with degraded sound abatement foam was observed as well as other contaminants. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were unable to assess the symptoms specified in the complaint also observed contamination throughout the airpath, suggesting a source external to the device and also can confirm evidence of degraded sound abatement foam was observed.